Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection of the sensor patch revealed no observable issues. The watermark at the base of the sensor tail confirmed proper insertion. Sensor data was successfully downloaded using approved software. The sensor was found to be in sensor state 7 with event log 11, and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Additionally, event log 225 (user interface persistent data error) and event log 231 (bluetooth low energy program integrity check failure) were observed. Further investigation included de-casing the sensor. A visual inspection of the printed circuit board assembly (pcba) showed no abnormalities. The sensor battery was measured and found to be within specification. A source measurement unit (smu) test was conducted to verify electronic functionality. The sensor passed all tests, including poise voltage and thermistor checks, confirming it was capable of accurate glucose readings. An extended investigation confirmed that all smu, poise voltage, and temperature tests passed and met the required specifications. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A review of the device history records (dhrs) verified that the sensor passed all manufacturing and release tests. The poor solder observed with the battery does not impact the customer complaint; the sensor did not terminate with battery related event codes. Additionally, the sensor passed functionality testing indicating there were no issues with the battery. Therefore, the issue is not confirmed.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 65 mg/dl compared to readings of 478 mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. There was no report of death, serious injury, or mistreatment associated with this event.